Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. A 182cm luge guide wire was advanced to the target lesion. At the end of the procedure, the wire was removed from the body and the back portion of the guide wire broke off. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit was returned with its original pouch. The unit returned has the wire broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device returned was fractured in two sections; moreover, the spring tip and the body on both sections were found bent. All the outer diameter (od) were taken and compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 182cm luge guide wire was advanced to the target lesion. At the end of the procedure, the wire was removed from the body and the back portion of the guide wire broke off. The procedure was completed using this device. No patient complications were reported.